Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went in the pool with her insulin pump. Customer stated that she went in the water up to her neck and the insulin pump was submerged for about 10 minutes. Customer reported that the insulin pump was exposed to fluid, alarmed battery out limit; buttons were unresponsive and alarmed button error. Customer's blood glucose was 85 mg/dl. Customer also mention that her blood glucose was 475 mg/dl due to the insulin pump was off. Customer treated with 10 units of humalog. Troubleshooting was not completed due to button error alarm. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm or battery out limit alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had cracked reservoir tube lip and moisture damage on electronic assembly and on motor.